Event description:
It was reported ¿rupture of neokit catheter that was placed in a pediatric patient. The catheter was attached to infusion pump (3ml/h) and the team immediately noticed that the hub was disconnected from the rest of the catheter. Since the catheter was 3 cm out, there was no introduction of the catheter into the patient or any other serious complication/damage either. The nurse (PICC inserter) was able to immediately remove the rest of the catheter from the patient and puncture another device to continue the medication. The catheter had no obstructions nr resistance, according to the nursing team.¿ date of placement (implant): (B)(6) 2022; date of event (explant): (B)(6) 2022 at 9:00 am.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redq3400 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿rupture of neokit catheter that was placed in a pediatric patient. The catheter was attached to infusion pump (3ml/h) and the team immediately noticed that the hub was disconnected from the rest of the catheter. Since the catheter was 3 cm out, there was no introduction of the catheter into the patient or any other serious complication/damage either. The nurse (PICC inserter) was able to immediately remove the rest of the catheter from the patient and puncture another device to continue the medication. The catheter had no obstructions nr resistance, according to the nursing team.¿ date of placement (implant): (B)(6) 2022. Date of event (explant): (B)(6) 2022 at 9:00 am.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The implicated product was one 2fr s/l per-q-cath catheter and the returned product was two photographs which depicted a 2fr s/l per-q-cath catheter. The catheter appeared to be trimmed at the 20cm depth marking. A complete break was observed at the molded joint. Damage was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile failure from pulling stress and sharp instrument contact. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported ¿rupture of neokit catheter that was placed in a pediatric patient. The catheter was attached to infusion pump (3ml/h) and the team immediately noticed that the hub was disconnected from the rest of the catheter. Since the catheter was 3 cm out, there was no introduction of the catheter into the patient or any other serious complication/damage either. The nurse (PICC inserter) was able to immediately remove the rest of the catheter from the patient and puncture another device to continue the medication. The catheter had no obstructions nr resistance, according to the nursing team.¿ date of placement (implant): (B)(6), 2022; additional information: catheter secured with "baby statlock; hub was well adhered to the stabilizer."